Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for the shelf pack missing the lot number with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "one pack of product was missing the printed lot number. Other items checked and were ok."